Manufacturer narrative:
The event date entered is not the true event date as the device still remains implanted and surgery did not occur to resolve the issue.

Event description:
It was reported that the patient experienced dissatisfaction with the length of the penis and the pump was difficult to operate with an inflatable penile prosthesis (ipp). The ipp still remains implanted and active. Should additional relevant details become available, a supplemental report will be submitted.